Manufacturer narrative:
The device has been returned/received to date, but is pending investigation. A supplemental report will be submitted with the investigation results we are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached >400 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include dizziness, hyperactive, frequent urination, and easily agitated. The patient was treated with insulin and a saline drip but also checked their ketones and blood levels. The patient was released the same day. The pod was worn when seeking medical attention.

Manufacturer narrative:
The pod was received not deployed. The pod data showed that the pod had been deactivated by the user at the end of the first priming sequence. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.